Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that for a week she has not been able to charge and continues to see no device found. Patient services advised to try and troubleshoot. Pt was not happy as she's in a lot of pain and while on the phone pt saw no device found. The issue was not resolved through troubleshooting. Additional information was received from the patient. They got the replacement recharge telemetry module (rtm) but still saw the no device found screen. They were in a lot of pain. They did not realize how much the implantable neurostimulator (ins) helped until it was off and they could not charge it. Patient services (pss) assisted the patient with resetting the controller and going through passive recharge mode (prm). They kept getting the unable to recharge screen. It was over discharged. Patient services redirected the patient to their local manufacturer representative to help the patient to recharge again. Additional information received from a manufacturer representative (rep). It was reported that the cause of the ins not charging was not determined. The rep was unable to contact the patient and they did not show up for their scheduled appointment, so no further actions were taken to resolve the reported issue. The ins not charging was not resolved.